Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip just on expired time and user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. Customer provided that they have not had any recent changes to diet, medication, or exercise. The product is stored by customer in the bedroom. The test strip lot manufacturer's expiration date is 07/24/2016 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results (time not correct by 1 hour): (B)(6). Adverse event not reported.